Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre reader and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the adc freestyle libre reader would not turn on by button or by test strip. On (B)(6) 2020, because of the customer not being unable to monitor their blood glucose, the customer experienced vomiting and was unable to treat themselves. The customer was taken to the hospital and was treated with a serum for dehydration and diagnosed with dka. There was no report of death or permanent injury associated with this event.